Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported the universal oscillating saw attachment saw blade and simultaneously two pins of the saw attachment broke during sawing. There was no patient harm or delay reported.